Event description:
According to the available information, the patient expressed concerns that the procedure may have been performed incorrectly, as he is experiencing extreme pain and redness/black/blue. He is currently on his third round of antibiotics.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.